Event description:
Consumer stated I bought replacement toothbrush heads at (B)(6) and the last three that I've taken out of the pack have been defective. I start brushing my teeth and I get loose bristles. I'm worried about continuing to use them because I'm afraid those loose bristles will get stuck in my gums.